Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had bad rails with ball bearings felled out. A field service engineer replaced left and right slide rails. The field service engineer recovered the storage space and tested in diagnostic mode. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 6 was failed and needs pull to open. The customer reported that the cubies inside the drawer was not opened and shows hardware failure, required maintenance. Customer tried to recover the issue, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.